Event description:
It was initially reported by the pt that her lead wires have moved around the area of her left collar bone and she is now experiencing pain at the neck site. F/u with the surgeon revealed that everything is normal and pt pulls at her wires so, there is going to be discomfort. Diagnostics are within normal limits. It was also revealed that the pt had a spinal surgery last year and could have led to the displacement of the lead wires. Revision surgery is likely.